Event description:
An (B)(6) female patient's granddaughter contacted zoll customer support to report that the patient's battery charger was not charging the battery packs. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not charging) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the charger bedside board. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the shorted q1 transistor. The patient received a replacement battery charger/modem.